Event description:
It was reported that a spectrum infusion pump had a broken keypad with the #6 key constantly depressed. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval could not confirm nor reproduce the reported symptom. However, the eval did find physical damage to the #3 key. The keypad was found with excessive carbon build up on the #3 key, causing an intermittent connection. The failed keypad was replaced. Baxter has initiated a CAPA to further investigation the issue.